Event description:
It was reported that ifosfamide 940mg in 53ml was set to run over one hour (tubing used: bd alaris pump infusion set ref (B)(4) and ICU medical chemo lock ref (B)(4) ). The volume to be infused (vtbi) was set at 23ml"per routine practice in order to not have the infusion run dry." The pump was started around 0605 on (B)(4) 2023. On a separate channel, potassium was infusing at 149ml/hr. A few minutes later at 0607, the pump that was infusing ifosfamide alarmed air-in-line and the IV bag was found empty. It was reported that due to the event, the patient "developed altered level of consciousness but recovered after hydrocortisone IV stat" administration. The patient was then moved to intensive care unit (ICU) "secondary to altered level of consciousness." Head CT scan, blood work including stress dose steroids levels, and methylene blue were given as treatment. Per customer, the patient "did recover well and was transferred back to hematology/oncology unit.". Bd learned additional information. It was reported to bd representatives during their site visit that "the infusion was programmed correctly, there was nothing unusual during set-up, no leaks." When bd representatives discussed how the nurse was alerted to the issue, and how the logs showed the nurse restarting the infusion 5 times, the nurse was not sure if the nurse ¿fiddled¿ with the set-up upon hearing an alarm, or when exactly the nurse noticed the IV chemo bag was empty. Per discussion with pharmacy, ifosfamide is not usually in such a small bag, but this can occur sometimes. Because the chemo is primed down the primary line, there would have been only approximately 25mls still left in the IV bag upon starting the chemo. Bd representatives discussed if the clamps were open for troubleshooting, volume could potentially be lost this way, if the bag still had fluid.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, correction: describe event or problem. Additional information : device eval by manufacturer? , reason code for no evaluation, if other specify , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that ifosfamide 940mg in 53ml was set to run over one hour (tubing used: bd alaris pump infusion set ref 10942011 and ICU medical chemo lock ref cl4179). The volume to be infused (vtbi) was set at 23ml"per routine practice in order to not have the infusion run dry." The pump was started around 0605 on (B)(6) 2023. On a separate channel, potassium was infusing at 149ml/hr. A few minutes later at 0607, the pump that was infusing ifosfamide alarmed air-in-line and the IV bag was found empty. It was reported that due to the event, the patient "developed altered level of consciousness but recovered after hydrocortisone IV stat" administration. The patient was then moved to intensive care unit (ICU) "secondary to altered level of consciousness." Head CT scan, blood work including stress dose steroids levels, and methylene blue were given as treatment. Per customer, the patient "did recover well and was transferred back to hematology/oncology unit."